Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been intermittently unresponsive for the past month. She noted that the buttons still click and spring back as expected. The pt denied physical damage to the rubber keypad; denied exposing the pump to cleaning products; and stated that she wears the pump in her pocket, on her belt with a pouch, or in her bra.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.